Event description:
Emt's responded to a person condition unknown. The pt was connected to the device for ECG monitoring while being transported to the hospital. According to the reporter, the device displayed dashed lines and would not display the pt's ECG. No adverse effects to the pt were reported as a result of the reported malfunction.